Event description:
It was reported that during a shoulder arthroscopy case, the patient was burned from the flow of water.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.